Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.8 cm diameter abdominal aortic aneurysm. The proximal neck was 20 mm in diameter and 4 cm in length. The neck angle was 10 degree. There was no tortuosity or calcification present. It was reported that on the final angiogram, the physician felt that the bifurcated graft had a pin hole endoleak at the bifurcation of the graft. There were no complications to patient. The physician decided to realign the suspected pin hole leak with two endurant limbs that were implanted side by side thus extending the bifurcation higher to cover the suspected pin hole endoleak. Post angiogram showed the endoleak had resolved. No additional clinical sequelae were reported and the patient is being monitored.